Event description:
A home pt contacted baxter's technical service center for assistance during their automated peritoneal dialysis therapy. Reportedly, the cassette developed a leak in an unspecified location. The technical service rep assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's spouse.